Event description:
A malfunction was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer awaited the pump's return for further checks, and a replacement pump was issued with a new serial number.